Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up will be submitted. There are two (2) cases associated with this patient; therefore a separate FDA form 3500a has been generated to address the other issue with an additional device. (B)(4).

Event description:
The complainant reports the patient had pneumonia which developed into acute respiratory distress syndrome and was intubated on (B)(6) 2015 at 4:30 am with the 4.5 millimeter endotracheal tube (ett). The complainant further reports approximately twenty-four hours after the ett was placed 'a slow leak was confirmed with a cuff manometer' noting that cuff pressures had been maintained between eighteen to twenty centimeters of water. Additionally, the complainant reports the leak was stopped by clamping the pilot tube just below the pilot balloon. Finally, the complainant reports the patient was sedated, restrained and re-intubated with a 5.0 millimeter ett on (B)(6) 2015 at 6:30 pm.